Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error during a bolus. The blood glucose reading was 150 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.